Event description:
It was reported that the physician thought the implantable cardioverter defibrillator (ICD) should have recorded more pvc's than were represented. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4)